Event description:
On 01/05/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received a heparin syringe flush, (B) (6) 2008 to (B) (6) 2008, while receiving clindamycin for strep, dental abscess and cellulitis. The patient experienced severe abdominal pain, severe cramping, diarrhea, headaches, dizziness, fainting, leg cramps, chest pain, rashes, vertigo, pain in left arm, skin burning sensation, profuse sweating, strange taste in the mouth, sleep disturbance, mouth sores, unexplained facial neuralgia, intestinal problems, intolerance to greasy foods, anti-inflammatory medications and alcohol, and fear of dental work. Event outcomes were not reported.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.